Event description:
It has been reported to us, at the beginning of the procedure during the catheterization of the truncus with the guide catheter and after the first injection of contrast, a dissection of the truncus, iva, cx occurred. For the patient: fast appearance of a state of shock and a cardio-respiratory stop which drove to the death of the patient, hospital (B)(6) threw away the launcher. They reported the incident because the patient died. However, the cardiologists indicated that the device was not to be blamed.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A review of the manufacturing device history record detects no issues related to or that would result in the reported event. There are no prior complaints of any type for this lot. If in the future, any additional information or the actual complaint sample is returned, a follow-up medwatch will be submitted. The event is not confirmed due to no product returned. The analysis is complete as of today (B)(6) 2013. (B)(4).